Event description:
A family member reported that the up arrow keypad button has been intermittently unresponsive for the past 2 to 3 weeks. She stated that the patient wears the pump in her pocket, and denied exposing the pump to cleaning products.

Manufacturer narrative:
(B)(6). Device evaluation: the pump has been returned and evaluated by product analysis on 05/27/2011 with the following findings: the keypad was found to be worn but intact; no peeling or lifting was observed. Evaluation revealed that the up arrow and down arrow keypad buttons are intermittently responsive. There was evidence of keypad adhesive found under all key contacts.